Event description:
The customer reported via phone call that they were experiencing high blood glucose levels. The customer's blood glucose was 500 mg/dl. The customer explained that they had already changed the infusion set and treated the high blood glucose with a manual injection. The customer expressed vomiting as a symptom related to their high blood glucose. While troubleshooting, it was found that the drive support cap was loose and indented more than usual. The customer was unaware of how the damage occurred. The customer also stated that the keypad on the insulin pump was sticking. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to follow their medically prescribed back-up plan. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.